Manufacturer narrative:
Evaluation summary: the probable cause was that the processor was not recognizing the scope and the pcb failed due to water ingress etc. Presumed. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result. H4: device manufacture date.

Manufacturer narrative:
The reported "no video /error message, scope not connected" was not confirmed during analysis of the device. Incidental findings from the evaluation noted: passed wet/dry leak test, suction tube resistance, air/water nozzle glue missing, bending rubber leak at middle section, segment has mild crush, bending rubber cut, and image dark. The instrument was refurbished and sent back to the customer. Should additional information become available, a supplemental report will be filed.

Event description:
A customer reported that they were getting an error message, no scope connected with a ec-3490li - video colonoscope. The issue was observed in the operating room prior to use during pre-inspection check. There was no patient involvement and no report of an adverse event.